Manufacturer narrative:
Occupation was lay user/patient.

Event description:
Customer complained about discrepant results between tests on coaguchek xs meter (B)(4). At 6:58 am, the customer tested by fingerstick and the result was 5.4 inr. At 7:03 am, the customer tested again on the meter using strip lot 27216321 and the result was 2.5 inr. There was no allegation of an adverse event. Customer's therapeutic range is 2.0-2.5 inr. Customer does not have any hematocrit issues and does not have antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. Customer had no changes to their warfarin dose. Customer is not on any new medications or diet changes. The customer has no signs of bleeding or bruising. Retention test strips (286319, 272163) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch. Correction/removal report no.